Manufacturer narrative:
The moss miami ti transverse connector (product code: 1755-65-000, lot number: om8224) was returned to the complaints handling unit (chu) on (B)(6) 2015. All 5 device components were returned. The rod and hooks are in good condition. One of the two set screws is similarly undamaged. However, the remaining set screw¿s thread is torn at the very base of the set screw. The damage is sufficient to prevent the set screw from being tightened onto the rod of the cross connector. The torn thread may have been inadvertently cross threaded at the start of insertion, leading to the damage to the set screw. The damage in turn resulted in the set screw being unable to be tightened down on the rod. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the set screw thread being torn cannot be determined from the sample and information provided. A potential root cause may be inadvertently cross threading the set screw during insertion, leading to the damage to the set screw when it was tightened. In turn, the damaged thread prevented the set screw from properly fitting into the associated hooks during tightening. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the procedure the surgeon noted that the screw cap could not fix on the connector. Changed the new one to complete the procedure. There was no report on patient injury.